Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that over the course of the night after the device was implanted, patient received large number of inappropriate shocks due to oversensing. It was suspected that the lead had dislodged. A decrease in r-waves were also noted. The lead was repositioned.